Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 45% to 2% within a few minutes. The battery then jumped back up to 50% after being connected to a power source. In addition, the customer reported the insulin gauge dropped from 190 units to 140 units. The insulin gauge was showing 175 units at the time of the report and the customer stated this was the correct value. There was no impact to the customer's blood glucose level due to these issues. Reportedly the customer will continue to use the pump until the replacement pump is received.

Manufacturer narrative:
Device returned to manufacturer, reason for non-evaluation.